Event description:
The customer reported, the system displayed an interlock error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps2 power supply system operates as intended. (B) (4).